Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a ventilator failure occurred during the case. The patient was bagged until the unit was swapped out. No patient injury reported.

Manufacturer narrative:
For the investigation the provided logfile was analyzed. The described problem could be confirmed. The ventilator detected the membrane vacuum to be too high, it exceeded the maximum value for auto-ventilation (approx. -250 mbar). This vacuum pressure is needed to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected- in this case a too high vacuum the ventilation stops as a precautionary measure and alarms for "ventilator fail". Manual ventilation and monitoring is still functional. There are several plausible root causes for a vacuum pressure error. During on-site inspection the characteristic values of the vacuum pump were found to be out of specification. After calibration of the pump the values were again within the specification and the device was returned to use. Finally, it can be concluded that for the current case a vacuum pump out of specification was root cause for the reported ventilator failure. The fabius gs has been in operation for more than 20 years. The vacuum pump is checked at regular intervals. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.

Event description:
It was reported that a ventilator failure occurred during the case. The patient was bagged until the unit was swapped out. No patient injury reported.